Event description:
The user reported an electrical burning smell. Upon investigation, we found a small burn hole in the covering of the pad that was caused by a broken thermostat terminal.

Manufacturer narrative:
The user reported an electrical burning smell. Upon investigation, we found a 1/8" diameter burn hole in the covering of the pad that was caused by a broken thermostat terminal. Broken thermostat terminals occur when an excessive force is applied to the pad in a flat or folded state. A CAPA project is being implemented to prevent the recurrence of this type of failure.